Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Please reference sections 4d:lot #, 4d:expiration date and h4. The electrodes were returned for evaluation. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes passed all testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that these electrodes padz would not connect to the associated defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.